Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) surgery at c5/6/7 due to some unknown reason. Post-op, the screw at the bottom of c7 backed out through the locking mechanism on the plate. No additional surgery was performed as a result of this event. No patient symptoms or complications were reported as a result of this event.